Event description:
Pt had broken intramedullary nail/rod. Pt also had non-union of the left femoral fracture which the intramedullary nail had been used to repair. Broken nail was surgically removed and open repair of fracture was accomplished after removal.